Manufacturer narrative:
Product complaint pc (B)(4). A manufacturing record evaluation was performed for the finished device lot, and no non conformances / manufacturing irregularities were identified. To date the device has not been returned. If the device or further details are received at the later date a supplemental medwatch will be sent. Attempts are being made to clarify the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. The patient demographic info: age, gender, weight, bmi at the time of index procedure? - for the 1st event - post-op (eviscerations) and untying knots post-op- pc (B)(4): date and name of initial surgery? What was the tissue condition where the suture was placed , i.e., normal or thin, calcified, fragile, diseased? Was there any precipitating stress factor for the sutures looseness /untying or pulling out of the tissue? What does it mean by eviscerations? Does it mean wound dehiscence? Please specify. Location of eviscerations? When and how were eviscerations observed/diagnosed? Other relevant patient comorbidities/concomitant medications? - for the 2nd event - intra-op event (pull off)- (B)(4): please confirm if the date of revision surgery for the treatment of the evisceration when intra-op pull off occurred is (B)(6) 2020? What tissue was being approximated or sutured when pull off occurred? What tissue structure was the needle located? When was the additional surgery performed to retrieve the needle? Was additional dissection required in other organs/tissues other than the target tissue as a result of searching for the needle during additional surgery? Please specify. What suture was used during additional surgery to complete the evisceration revision? What is physicians opinion as to the etiology of or contributing factors to this event (post-op eviscerations and looseness/untying the sutures)? What is the patients current status? Additional information was requested, and the following was obtained: was the required additional intervention done during the same procedure or was another additional procedure necessary to retrieve the lost needle? - another additional procedure was necessary how long was increase of procedure time in minutes? - unk if information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. 1st event - post-op (eviscerations) and untying knots post-op was reported via 2210968-2020-10260 2nd event - intra-op event (pull off) was reported via 2210968-2020-10252

Event description:
It was reported that during the surgery revision for the treatment of the evisceration on (B)(6) 2020, during use of the suture to re-suture evisceration, the needle pull off from the thread occurred. After a radiograph, additional intervention was required and the lost needle inside the patient was retrieved. Increase of procedure time is unknown. Additional information has been requested.

Manufacturer narrative:
Date sent to the FDA: 02/09/2021. Additional h6 component code: g07002 ¿ conforming device. Additional h-3 summary: an opened box with thirty-three unopened samples were returned to ethicon inc for evaluation. Visual analysis revealed that the samples were returned with no apparent damage on the packages. The samples were opened, and swage and attachment area were noted to be as expected. The sutures were dispensed without problems and examined along of the strand and no defects or damaged were observed. A functional test was performed using an instron and the pull force were above the minimum requirements. As part of our quality process, the manufacturing records of this lot-serial number were reviewed, and the manufacturing standards were met prior to the release of this batch. The event described could not be confirmed as the device performed without any defect noted and the actual complaint sample was not returned for analysis. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
Date sent to the FDA: (B)(6) 2021. Additional information was requested, and the following was obtained: was this prolonged hospitalization for observations after (B)(4) 2020, evisceration repair? - the prolonged hospitalization is for the both event intraop (B)(4), and postop (B)(4). This concerns the entire stay of the patient in the hospital this report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
Date sent to the FDA: 12/29/2020. Additional information was requested, and the following was obtained: please confirm if the date of revision surgery for the treatment of the evisceration when intra-op pull off occurred is (B)(6) 2020? - yes. What tissue was being approximated or sutured when pull off occurred? - rectus abdominis. What suture was used during additional surgery to complete the ¿evisceration¿ revision? Jv325 - lot pkbdswr0. What is the patient¿s current status? The patient left the hospital with a prolonged hospitalization of several days. The following information was requested, but unavailable: the patient demographic info: age, gender, weight, bmi at the time of index procedure? What tissue structure was the needle located? When was the additional surgery performed to retrieve the needle? Was additional dissection required in other organs/tissues other than the target tissue as a result of searching for the needle during additional surgery? Please specify. Other relevant patient comorbidities/concomitant medications? Attempts are being made to clarify the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Was this prolonged hospitalization for observations after (B)(6) 2020 evisceration repair? Please clarify. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
Date sent to the FDA: 01/19/2021. Additional information: h6. Additional h-3 summary: two pictures were received for evaluation. Upon to visual inspection of the pictures, a opened box of product code jv325, lot # pkbdswr0 could be observed on the first picture. On the second picture an image with a a needle holder with an apparently detached needle was observed. No conclusion could be reached as on what caused the reported complaint, since the device was not returned for analysis. It should be noted that as part of our quality process, device is visually inspected and functionally tested during manufacturing to ensure the device meets the required specifications prior to shipment. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
Date sent to the FDA: 12/29/2022. Additional h-6 health effect - impact code: f08. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.